Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to a defective printed circuit board/malfunctioning patient board set. Also, it¿s likely the cause of the defective printed circuit board/malfunctioning patient board set is related to a change in the design of the operational amplifier circuit on the dr board (printed circuit board) before the countermeasures were taken, or that a poor connection with the video connector occurred. It was confirmed that the design change of the operational amplifier of the dr board was conducted on april 16, 2018. Therefore, this confirms that the subject device was manufactured prior to the design change. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed, due to a defect in the printed circuit board, both patient set boards need to be replaced. Additionally, the evaluation found: a loose scope socket video connector did not secure any paddles and the paddles were loose and disconnected when slightly moved which caused noise or loss of image. Finally, it was recommended that the software is upgraded. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii video system center had no image when plugged and color bars are seen but no picture. The issue occurred during preparation for use for a diagnostic procedure. There were no reports of patient harm.